Event description:
Consumer called stating that the motor on his tdxsiv-2 power chair has allegedly stopped working. No injury alleged.

Manufacturer narrative:
(B)(4) no RMA has been initiated for this issue. Model tdxsiv-2, serial number/date (B)(4) is approximately 1 year 6 months old. The owner's manual part number 1154294, was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a(B)(6). The consumer's preexisting medical condition states that his is partially paralyzed, suffered 3 strokes, 3 heart attacks. The consumer's stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. Consumer stated he needs a new motor and tires, as his tires are too soft for his environment. Consumer also stated that his motor is grinding. Consumer has been utilizing this device for approximately 1 year 5 months. The malfunction has not been confirmed.